Manufacturer narrative:
Stryker observed the error code during preventative maintenance. The technician could not duplicate the code. The code was cleared and did not reappear. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the issue could not be conclusively determined.

Event description:
During routine preventative maintenance testing, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there was no patient involvement reported with the event.